Event description:
It was reported an issue with manipler skinstapler. The client reported that since they started using b-braun manipler az - 35w skin stapler, they have noticed problems with their application, namely, uneven edges, staples that came loose easily, which forced to have to use conventional nylon sutures on surgical wounds. Description of the defect: poor closure of surgical wound. Additional information: the sales representative visited personally the costumer, and they informed that they discarded the complained product, and they are not able to identify what was the batch number. Also, they are not able to identify in which surgery this incident occurred, so they do not have the patient data. They have informed that it occurred in a procedure of general surgery.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Manufacturer narrative:
Summary of investigation: is not possible to check previous complaints nor units manufactured nor units in stock as the batch is unknown. We have not received any sample nor picture for analysis. Investigation of returned item: since the returned item is unavailable and the lot number is unknown, a reserved sample of u228005600 from around 2022 the approximate final shipment period to the complaining customer[?]was used. One unit was opened and inspected, and no signs of deterioration or abnormalities were found. In addition to u228005600, u188068200 manufactured in 2018 was inspected, and no signs of deterioration or abnormalities were found. - verification of reproducibility and confirmation of the complaint details: since there are no returned samples or photos available, reproduction and accurate assessment of the issue are difficult. The complaint mentions "uneven edges." If this refers to misaligned staples, it is possible that the latch was disengaged or damaged, causing the lateral restraint to fail and resulting in a disrupted staple alignment. - possible causes of the complaint: 1) estimation of the phenomenon that occurred in the complaint product. Since the product is three years old, it is possible to infer that deterioration of the resin caused by temperature changes, ultraviolet exposure, and cleaning or sterilization for reuse led to damage, resulting in malfunction.the following four factors may contribute to stamping defects during use: a) manufacturing process defects there is a possibility of defective products occurring during molding or assembly processes. However, inspections are conducted at each stage, making it unlikely that defects are overlooked. B) impact during transportation transportation and drop tests have been performed, so the likelihood of issues arising during transport is low. C) improper use improper use falls outside our company's responsibility. It cannot be denied that improper handling during use may cause malfunction and stamping failure. D) storage errors upon return to our company since the returned item is unavailable, confirmation is not possible. 2) extraction of locations, parts, or processes related to the events speculated in previous point: since the returned item is unavailable and the issue could not be confirmed, it is difficult to speculate on the cause of the product problem. 3) clarification of expected failure modes of each parts that were extracted in point 2. Since the returned item is unavailable and the issue could not be confirmed, it is difficult to speculate on the cause of the product problem. 4) verification method since the lot number is unknown, it is not possible to verify the manufacturing records. Additionally, as the returned item is unavailable, verification cannot be performed. - verification result there is a prior complaint case, referred to as (B)(4), in which a malfunction was suspected to be caused by deterioration-related damage; a similar phenomenon may have occurred in this case too. Batch manufacturing record: is not possible to check the batch manufacturing record as the batch is unknown. Conclusion root cause analysis: since this product is three years old, the following factors are considered as potential causes for this defective case: 1. Storage in a location where temperature and humidity were not controlled (for example, exposure to high temperatures, low temperatures, or high humidity). 2. Repeated exposure to chemicals, heat, or ultraviolet light due to cleaning or sterilization processes. As a result, degradation of the resin components could have occurred, leading to damage and malfunction of operation and staple formation. To assess possible age-related degradation, we inspected storage samples manufactured in 2018 (past their shelf life), but the suspected causes of the failure could not be confirmed. It is presumed there were no issues with the products at the time of shipment. Since the defective item cannot be investigated, it is difficult to identify any further causes. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.